Manufacturer narrative:
Results: no product will be returned for evaluation.

Event description:
In 2009, the patient reported that "on and off" for the past 2 weeks she has had elevated blood glucose readings in the mornings. She said that one day she started with a blood glucose of 139 mg/dl. She ate breakfast and forgot to bolus and later her reading was 412 mg/dl. She bolused 9 units of insulin and her reading decreased to 157 mg/dl. Another day she forgot to bolus in the morning and her reading elevated to 304 mg/dl. She then bolused and her reading decreased to 146 mg/dl. She has no symptoms. To troubleshoot, the patient confirmed the time is set correctly on her insulin infusion device and she has received no error messages. She changes her insulin cartridge every 11 days and the device adapter has not been changed in over 2 months. The patient did not have her basal rates with her to confirm they were accurately programmed and called back later with them. Several of the rates were different and she was assisted with correctly programming the basal rates into her device. Courtesy infusion sets were sent to the patient. On follow up with the patient in 2009, she stated she is still having elevated readings up to 300 mg/dl. She had not yet used the new infusion sets and was advised to do so. On further follow up, the patient stated that everything is "okay." The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.